Event description:
It was reported that a request was made to have the shock impedance trend related to this right ventricular (rv) lead analyzed by technical services (ts). Ts reviewed available data, noting the median value of low-voltage shock impedance (lvsi) for the most recent 28 days, prior to (B)(6) 2026, was greater than 129 ohms. Programming considerations were discussed, and no further assistance was needed. No adverse patient effects were reported. This rv lead remains in service.